Event description:
Controller battery fault alarm overnight (B)(6) 2022 2:30 am. Fault cleared with self test later in am. Today controller battery fault returned. Ebb visually examined, no damage noted. Mcs rn attempted to reseat ebb; however, battery fault did not clear. Due to continued alarm, ebb exchanged for new ebb. Ebb will be returned to manufacture for assessment and request of warranty replacement. New ebb: (B)(6) 2022, 1600 primary heart mate iii controller sn (B)(4), version 1.5 primary controller back up battery primary 11v battery sn (B)(4), manufacture date: 11/18/2021, last full recharge 03/08/2021, cumulative time (minutes) 0, patient use (number of times) 14, replace in (months) 32. FDA safety report ID# (B)(4).